Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as a pinched nerve in their back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a pain medication for the pinched nerve. Follow up indicated that the pinched nerve improved.